Event description:
It was reported that bd insyte autog bc needle was slow to retract. The following information was provided by the initial reporter: our nursing staff is having some issues with some of the bd insyte autoguard bc 24 gauge IV catheters. They ¿ve noticed the safety feature of the push button retraction of the needle is delayed, and sometimes causing the IV catheter to be pulled back or catheter placement dislodged, causing the IV to be out of the vein after placement. If the event involved any of the following, please include provide additional detail: death/serious injury: n/a, erroneous results: n/a, exposure to blood/bodily fluids n/a, safety issue yes, medical interventions required n/a.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the videos submitted for evaluation. Your report of delayed needle retraction was confirmed from one of the three videos that were provided for investigation. The video shows the retraction time exceeding the specification; however, the root cause could not be determined from the video. The video did not demonstrate that the that the catheter was loosened from the needle or that the catheter was advanced off the needle into the vessel, as indicated in the instructions for use. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.